Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm (B)(6) 2025. On (B)(6) 2025, at approximately 8:00 pm, the patient experienced a seizure while at home. The event was witnessed by the patient¿s daughter. At the time of the seizure, the patient¿s cgm displayed a reading of 40 mg/dl, while the bg meter showed a low value of 11 mg/dl. The patient was using a betabionics ilet insulin pump. Emergency medical services (ems) were contacted immediately. The seizure lasted approximately 15 minutes. Upon ems arrival, the patient¿s bg meter reading had increased to 79 mg/dl. However, during transport to the emergency room (ER), a repeat bg meter reading again showed 11 mg/dl. At the ER, the patient¿s bg meter reading was 38 mg/dl, while the cgm showed 64 mg/dl. The patient was treated with intravenous glucose. After several hours, the bg meter reading improved to 84 mg/dl. No corresponding cgm value was reported at that time. The patient reported soreness in the back and was feeling ¿a bit better,¿ though remained hospitalized at the time of this report. Attempts to contact the patient for additional details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid when the patient had seizure. The reported glucose values fall within the b zone of the parkes error grid when checked upon arrival at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.